Event description:
Boston scientific received information that at a change out procedure this implantable cardioverter defibrillator (ICD) detected normal shocking impedances on this right ventricular (rv) lead. However, during the shock lead integrity testing (slit) greater than 125 ohms was detected. A defibrillation threshold testing at 17 joules resulted in 51 ohms. A slit was done again with greater than 125 ohms noted. The ICD was reconfigured to rv to can which resulted in 76 ohms and the ICD was left in this configuration. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.